Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the procedure to confirm placement, implanting a damaged neurostimulator, the patient going through an MRI, implanting the device after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential root causes. However, inadequate fixation was identified as the implanting clinician did not create a subcutaneous receiver pocket, tie knots, coil the receiver, suture, and knot around the coil which caused erosion of the device. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of erosion is due to inadequate fixation as the implanting clinician did not create a subcutaneous receiver pocket, tie knots, coil the receiver, suture, and knot around the coil (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion at the receiver site. The patient was seen in the office for an evaluation on (B)(6) 2025, antibiotics were prescribed, and the patient was given care instructions for the affected area. An explant procedure was successfully performed on (B)(6) 2025, the patient is doing well, and there are no signs of infection. The patient is still taking antibiotics as a precaution and plans to be implanted with a new neurostimulator in the future.